Manufacturer narrative:
Device evaluation summary: the device was returned to the apollo device analysis laboratory on (B)(6) 2017. A visual examination was performed on the received rapidport ez with an additional piece of tubing. The strain relief was noted to be missing from the port tubing, and a portion of strain relief was received separate from the port. Red particulate matter was observed on the outer surface of the port housing and port tubing. The port tubing was noted to be separated approximately 0.4 inches from the port housing. Blue suturing material was observed on one port hole, as well as on the port housing. A port leak test was performed, and leakage was noted on the port tubing at the port tubing junction. A fill inspected test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. The additional piece of tubing was also tested separately, and no blockage was noted. Under microscopic analysis, an unidentified opening was observed on the port tubing where the device was noted to be leaking during the port leak test. Needle marks were observed on the port septum. The end of the port tubing was observed to be surgically cut, as the edges were noted to be striated. Both ends of the additional piece of tubing were noted to have striated edges, consistent with damage from surgical end cuts.

Manufacturer narrative:
Rapidport ez strain relief. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port. Failure to enter the port with the needle perpendicular to the port may cause damage to the access port and result in leaks. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Use only lap-band ap® system access port needles. Do not use standard hypodermic needles, as these may cause leaks. " adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have a "port leak. The leak was found where the tubing connects to the port. Patient also reported to have a loss of restriction". Port was removed and replaced.